Manufacturer narrative:
Investigation completed 02jan2018. Integra has performed a thorough review of the reported incident. There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined.

Event description:
Csf leakage post operative and surgical site infection were reported. Revision/medical intervention was not required. Delay in surgery due to the product problem was reported as 6 days. Additional information has been requested. Linked to mfg. Report numbers: 3003418325-2017-00031, 3003418325-2017-00029, 3003418325-2017-00030.